Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator generated noise and high pressure. There was no patient involvement. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated noise and high pressure. Our field service engineer found issues concerning the expiratory eassette and replaced the expiratory cassette membrane and gas module nozzles from the 5000 hours maintenance kit. No further issues have been reported. No part was returned. The evaluation of received device logs shows several clinical alarms on the reported date of event. Several of them indicate a high expiratory pressure but also leakage, high respiratory rate and low expiratory minute volume. Any error related to the expiratory cassette was not found in the device logs. The reported noise may come from the gas module nozzles, but this cannot be confirmed. High pressure may lead to injury and stop of ventilation. Leakage may lead to stop of ventilation. Alarms will be generated if set alarm limits are exceeded. The conclusion is that our field service engineer found issues with the expiratory cassette. The expiratory cassette membrane and gas module nozzle units were replaced which resolved the issues.

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #:(B)(4).